Manufacturer narrative:
Updated to add additional information that was received from the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that a cuatomer had an issue with an enteral feeding pump. The customer states that the unit has a blank screen. On 1/19/2016 the customer replied to additional information requested stating that the screen went blank while feeding and the pump shut off. The pump was turned back on and the screen showed error 11, and then went blank again and shut off. The pump was exchanged the same day. There was no patient harm or medical intervention required.

Manufacturer narrative:
Submit date: 1/18/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit has a blank screen. Additional information has been requested with no response to date.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿screen went blank while feeding and the pump shut off." The unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the printed circuit board (pcba) to power off, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.